Event description:
It was reported that a patient underwent a cesarean section and adhesiolysis under combined spinal and epidural anesthesia procedure on (B)(6) 2026 and suture was used. During the procedure, the surgeon used suture to sew the patient's skin. The suture was taken out of the needle box, and the tail of the needle and the suture were separated, making it unusable. In order to avoid additional costs for the patient, the small taper needle in the disinfected needle bag in the operating room was immediately used to thread the separated suture into the small taper needle and sew the patient's skin. After the surgery was completed, the patient was sent back to the ward. Due to the need for threading needle and guiding suture, the patient's surgical time has been extended. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. The following information was requested, but unavailable: could you please provide the lot number? Were there any unexpected outcomes or complications resulting from the prolonged surgery time? How long, in minutes, did the surgery prolong? Which tissue was being sutured when the event occurred? Was additional dissection required in other organs/tissues other than the target tissue? Was there any change in the patient¿s post-operative care due to the prolonged procedure? Did the reported issue contribute to any patient adverse consequences? Please provide the source or name of person providing answers to follow-up questions: received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. "D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.